Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. During the treatment of an acute stroke by mechanical thrombectomy located in the left middle cerebral artery m1, tic2a. Solitaire fr did not achieve revascularization of the target vessel. The target vessel was not revascularized by t-pa treatment. Therefore, gateway pta dilatation catheter, lep plus stent and penumbra were used. Tici2b and aol2 were achieved. Within 24 hours post the procedure, CT image showed subarachnoid hemorrhage (sah). No hemorrhage was observed on the CT images taken immediately after the procedure. The sah is not considered to be caused by the device usage. No treatment was given only observation of the patient. Hydrocephalus was present and spinal drain was placed.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience.